Manufacturer narrative:
On 12/13/2016, a tandem clinical diabetes specialist reported that the customer when the customer delivers a bolus with the pump outside of her clothing, the occlusions appear to have stopped. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms most often during bolus delivery. After the alarms, the customer would resume insulin and the remainder of the bolus would be delivered. The customer¿s blood glucose (bg) level was not impacted. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. The customer declined to remove the infusion set site and did not think the current occlusion was caused by the site as the bg was not impacted.